Event description:
Adverse event(s): "corneal infiltrates" (corneal infiltrates). Product problem(s): "no information). An optometrist reported several patients experienced corneal infiltrates with use of this product and a certain brand of contact lenses. The optometrist stated the patients were switched to a hydrogen peroxide based on solution and their symptoms have resolved. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the complaint device was not received for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested via mail on 03/09/2010 and via phone 03/18/2010. A completed questionaire has not been received from the optometrist. (B) (4)